Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The pushwire was broken into two segments and cross-sectional analysis of the break points indicated that the failure mode was due to torsional overload.(B)(4).

Event description:
Treatment of a left unruptured supraclinoid saccular aneurysm measuring 15mm x 6mm. During the pipeline procedure involving four pipelines. It was reported that the first pipeline missed the landing zone and was removed from the patient. The second pipeline's pushwire fractured while the physician was torquing it to release the pipeline from the capture coil. The entire system along with the broken segment was removed from the patient. The third pipeline was stuck inside the capture coil and also removed from the patient. The fourth pipeline was implanted successfully. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00348.